Event description:
It was reported that the indicated battery charge dropped by 55% in a short period of time. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer continued using the pump and planned to call back if the issue recurred.